Event description:
"(B)(4) got hot and melted." This issue was reported via (B)(4) originally. Item was replaced and evaluation is complete.

Manufacturer narrative:
MDR decision date 29jun12: date of awareness was 17may12 but a cnf was not created until the evaluation was done. (B)(4) has been initiated for this issue. Model xpo100b, serial number/date code (B)(4) is approximately 8 months old. The owner's manual part number 1148112 rev d (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Device was returned and an evaluation was preformed. The test results are: complaint: "(B)(4) got hot and melted." The melting of the plastic plug housing of the xpo140 power supply was verified. The fuse in the plug was 15 amp instead of the specified 8 amp. The plug was assembled incorrectly with the spring on the input side of the fuse instead of the output side. The collar, which holds the plastic housings together is missing. The incorrect assembly of the plug and the use of the wrong fuse is the root cause of this failure. When correctly assembled the electrical current flows from the connecter tip, through the fuse to fuse clips on the other side of the fuse. These are sized to carry the rated current. The spring provides compression to all the connections but does not carry the electrical current. This plug incorrectly assembled, the electrical current flowed from the connecter tip, through the spring, through the fuse to fuse clips on the other side of the fuse. The spring was not intended to carry the electrical current and heated up and melted the plastic housing. The oversized fuse did not provide protection to prevent the melting. The missing collar permitted the distortion of the housing.